Event description:
I continued getting sicker each week, then on (B)(6) 2012, went to ER with pain, nausea, diarrhea, difficulty breathing. I was admitted to micu of slidell memorial hospital. After running tests, had surgery for removal of colon and part of small intestines along with removal of hernia mesh that was crumbled up and infected. My condition was so critical I almost died. None of my doctors knew why my colon had died but a couple of the doctors said the mesh failure most likely caused the problem.